Event description:
It was reported that the patient presented to the hospital for a lead revision. It was noted that the right atrial lead dislodged which resulted in loss of capture and under-sensing. The lead dislodgement was confirmed via x-ray. The lead was explanted. The patient was stable.